Event description:
As reported, displacement of a 0.35" palmaz genesis on opta pro stent during stent delivery through a non-cordis 7f long sheath to the lesion was noted at risk of offloading due to stent displacement. The dislodged stent was successfully removed from the patient. The subclavian artery stenting was completed successfully without any patient injury using a different unknown stent. The product was stored and handled according to the instructions for use (IFU), with no damage noted to the packaging and no difficulty encountered during removal or preparation. The stent was not manipulated on the sds, and the balloon was not partially inflated to hold the stent in place. However, during delivery to the lesion, the stent became dislodged from the balloon. The target vessel was severely calcified with moderate tortuosity, and resistance was encountered while advancing the device. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, displacement of a 0.35" palmaz genesis on opta pro stent during stent delivery through a non-cordis 7f long sheath to the lesion was noted at risk of offloading due to stent displacement. The dislodged stent was successfully removed from the patient. The subclavian artery stenting was completed successfully without any patient injury using a different unknown stent. The product was stored and handled according to the instructions for use (IFU), with no damage noted to the packaging and no difficulty encountered during removal or preparation. The stent was not manipulated on the sds, and the balloon was not partially inflated to hold the stent in place. However, during delivery to the lesion, the stent became dislodged from the balloon. The target vessel was severely calcified with moderate tortuosity, and resistance was encountered while advancing the device. The device was returned for evaluation. A non-sterile "shrt gen/pro 24 x 80 per 135" was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received not inflated with the stent out of position displaced toward the proximal end. The stent presents struts uplifted condition on the distal edge. No other outstanding details were observed. The balloon area and the stent were inspected using a vision system to get an amplified image. The stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The out of position condition of the stent toward the proximal end was confirmed. The uplifted condition on the distal struts was confirmed. The balloon area exposed without the stent is pleating. The reported "stent dislodged within guiding catheter/sheath" was not verified as the device was returned with the stent still mounted on the delivery system. However, a "stent offset/out of position¿ and "stent strut uplift-distal" were noted upon visual analysis. The stent was noted to have shifted on the balloon toward the proximal end of the balloon and the distal struts on the stent were uplifted. However, the exact cause of the reported event cannot be conclusively determined. An amplified image of the balloon was taken; the stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review, it is likely procedural factors, handling of the device during advancement and vessel characteristics of severe calcification with moderate tortuosity likely contributed to the event reported as evidenced by the distal strut damages. There is potential for the struts to snag on calcification making crossing the calcified lesion difficult and it was reported that difficulty advancing the device was encountered. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter's inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium. Introduction of stent delivery system: a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi hemostatic valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and hemostatic valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the hemostatic valve and csi. 4. Stent deployment: a. Keeping the csi immobile, observe fluoroscopically as the stent is advanced through the csi to the site of the lesion. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the information available nor the analysis of the returned device suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, displacement of a 0.35" palmaz genesis on opta pro stent during stent delivery through an unknown 7f long sheath to the lesion was noted at risk of offloading due to stent displacement. There was no reported patient injury. The device is expected to be returned for evaluation.